Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced issues where the threshold suspend alarmed and woke the customer up in the middle of the night. The customer stated that her blood sugar readings were 40 mg/dl to 80 mg/dl greater than the sensor glucose readings. The customer stated that an incident occurred when her blood glucose was 120 mg/dl and the threshold suspend alarmed even though it was set at 60 mg/dl. The customer stated that she was not hospitalized. Nothing further reported.